Event description:
The customer alleged they received questionable calcium gen2 results on their p-module. The customer alleged the results were erratic and there were multiple cell blank alarms. The customer stated this started happening on (B)(6) 2013 when they went to a new calcium reagent lot. The customer provided data for 193 patients, 12 of which had discrepant results where it was unknown if they were reported outside the laboratory. Information on whether the discrepant results were reported outside the laboratory was requested but not provided. The units of measure were requested but not provided. The first patient's initial calcium result was 2.06. The repeat result was 1.60. The sample was then tested on another p-module and the result was 2.04. The second patient's initial calcium result was 2.20. The sample was then tested on another p-module and the result was 1.68. On (B)(6) 2013, the third patient's initial calcium result was 1.78. The repeat result was 1.39. On (B)(6) 2013, the fourth patient's initial calcium result was 1.86. The repeat result was 1.36. The sample was tested on another p-module and the result was 1.85. On (B)(6) 2013, the fifth patient's initial calcium result was 1.82. The repeat result was 1.45. On (B)(6) 2013, the sixth patient's initial calcium result was 2.32. The repeat result was 1.81. The sample was tested on another p-module and the results were 2.33 and 2.31. On (B)(6) 2013, the seventh patient's initial calcium result was 1.64. The repeat result was 1.33. The sample was tested on another p-module and the results were 1.83 and 1.85. On (B)(6) 2013, the eighth patient's initial calcium result was 4.64. The repeat result was 2.51. The sample was the tested on another p-module and the results were 2.43 and 2.38. On (B)(6) 2013, the ninth patient's initial calcium result was 3.77. The repeat result was 2.41. On (B)(6) 2013, the tenth patient's initial calcium result was 0.21. The repeat result was 2.24. The sample was then tested on another p-module and the results were 2.21 and 2.23. The customer provided two more sets of results. It was unclear if the results were calcium or magnesium results. Clarification of the assay was requested but not provided. The eleventh patient's initial result was 3.25. The repeat result was 1.01. The sample was repeated on another p-module and the result was 0.94. The twelfth patient's initial result was 2.47. The repeat result was 0.94. Information on whether the patients were adversely affected was requested but not provided. The calcium r1 reagent lot number was 675121 and the expiration date was 01/31/2014. The calcium r2 reagent lot number was 675120 and the expiration date was 01/31/2014. The field service representative went on site. He determined the rear cell wash unit lines were pulled up too far during the last maintenance and they were getting kinked and not flowing properly. He adjusted the tubing down and added a tie-wrap so the tubing would not pull up again. He checked and adjusted the cuvette levels. He performed a mechanism check and all adjustments were within specification. He verified the special washes were set-up as recommended. He performed a precision test. The customer performed quality control and all the results were within specification.

Manufacturer narrative:
This event occurred in (B)(6).